Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have been to the emergency room on (B)(6), 2015 with blood glucose of 585 mg/dl. Customer was hospitalized due to high blood glucose and urinary tract infection. Customer was treated, given antibiotics and then released. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed to determine the reason for high blood glucose. Customer reported of receiving a no delivery alarm. Customer reported that no delivery alarm may have been due to inserting into scar tissue. Customer resolved no delivery with a complete set change.